Event description:
It was reported that after the ablation in the left pulmonary vein, the patient's blood pressure dropped and a cardiac tamponade was discovered. Medical intervention administered was drainage of fluids.

Manufacturer narrative:
The section on precautions in the instruction for use states "careful manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade.